Event description:
The customer reported that intermittently there are no images displayed. No pt injury was reported.

Manufacturer narrative:
A ge rep has not yet reported an eval of the system. (B) (4).